Event description:
An initial MDR regarding this case was filed 20-dec-2024 (report number 3016798778-2024-00072). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that a remote battery low attention alarm was generated on the day of the complaint, and transient disconnected statuses were also observed. During investigation, the rf power of the remote was measured within specification, but the pump rf power was not. The pump was disassembled, and nothing abnormal was found. The pump cover was then disassembled. Evidence of fluid ingress was observed to be the root cause of pump rf power being low, which led to the reported communication issues. Logs show that the user was not charging the remote between power-offs or that the remote was not properly charging. All returned charging cords and charging blocks were tested and functioned as expected. The report of the remote not powering on could not be reproduced. All returned materials functioned within specification. The remote alarmed accurately and functioned as designed with no abnormal behavior identified in the remote or its charging blocks and cords. The pump alarmed accurately and entered a failsafe state.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 25-nov-2024 and forwarded to millyard advanced medical products, llc on 26-nov-2024. The patient reported she could not pair her pumps and remotes. During attempted troubleshooting, she could not get the remotes to power on. The patient went to the hospital to receive remodulin treatment while awaiting replacement systems to be delivered. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.